Event description:
On 8/28/98, the MFR rec'd medwatch report 301 594 0004 98 from the facility that states the following: at chest x-ray it was found that the device tip had broken off. (This device was inserted 3/17/98). On 7/9/98 the distal tip of the device was removed from the vena cava transluminally. On 7/16/98 the remainder of the device was removed. No further details were provided at this time.